Event description:
Caller reported a power source alert and used a tandem wall adapter but not a tandem charging cable. There was no adverse impact to the customer's blood glucose level. Caller was instructed by technical support to ensure the wall adapter was plugged into a working outlet for at least 30 minutes to start charging, after which the pump began charging as expected.